Event description:
The customer observed falsely elevated results for several assays for numerous patients on an alinity c analyzer. The following data, from (B)(6) 2022, was provided (customer¿s na reference range is 135-145 mmol/l; cl reference range is 98-109 mmol/l; k reference range is 3.5-5.0; mg reference range is 0.65-1.05 mmo/l): sample ID (B)(6) initial ldh result was 462, repeat was 325 u/l sample ID (B)(6) initial sodium (na) result was 183, repeat was 144 mmol/l; initial chloride (cl) result was 135, repeat was 103 mmol/l sample ID (B)(6)initial na result was 179, repeat was 143 mmol/l; initial cl result was 138, repeat was 111 mmol/l sample ID (B)(6) initial potassium (k) result was 6.6, repeat was 3.9 mmol/l sample ID (B)(6) initial na result was 171, repeat was 139 mmol/l; initial cl result was 125, repeat was 104 mmol/l sample ID (B)(6) initial na result was 195, repeat was 145 mmol/l; initial cl result was 147, repeat was 112 mmol/l; initial creatinine result was 207, repeat was 176 umol/l sample ID (B)(6) initial na result was 195, repeat was 141; initial cl result was 142, repeat was 107 mmol/l sample ID (B)(6) initial na result was 171, repeat was 139 mmol/l; initial cl result was 130, repeat was 106 mmol/l sample ID (B)(6) initial na result was 184, repeat was 141 mmol/l; initial cl result was 131, repeat was 103 mmol/l sample ID (B)(6) initial na result was 166, repeat was 139 mmol/l; initial cl result was 130, repeat was 106 mmol/l sample ID (B)(6) initial ldh result was 384, repeat was 137 u/l sample ID (B)(6) initial na result was 165, repeat was 140 mmol/l; initial cl result was 130, repeat was 110 mmol/l sample ID (B)(6)initial na result was 172, repeat was 139 mmol/l sample ID (B)(6) initial na result was 194, repeat was 141 mmol/l; initial cl result was 134, repeat was 106 mmol/l sample ID (B)(6) initial na result was 171, repeat was 142 mmol/l; initial cl result was 125, repeat was 105 mmol/l sample ID (B)(6) initial cl result was 121, repeat was 104 mmol/l sample ID (B)(6) initial na result was 182, repeat was 145 mmol/l; initial cl result was 137, repeat was 108 mmol/l sample ID (B)(6) initial cl result was 125, repeat was 109 mmol/l sample ID (B)(6) initial na result was 191, repeat was 145 mmol/l; initial cl result was 143, repeat was 108 mmol/l sample ID (B)(6) initial na result was 178, repeat was 144 mmol/l; initial cl result was 136, repeat was 110 mmol/l sample ID (B)(6) initial creatinine result was 187, repeat was 158 umol/l sample ID (B)(6) initial cl result was 142, repeat 107 mmol/l sample ID (B)(6) initial na result was 167, repeat was 142 mmol/l sample ID (B)(6) initial na result was 169, repeat was 141 mmol/l; initial cl result was 124, repeat was 102 mmol/l; initial creatinine result was 296, repeat was 70 umol/l sample ID (B)(6) initial na result was 182, repeat was 143 mmol/l; initial cl result was 132, repeat was 108 mmol/l sample ID (B)(6) initial na result was 161, repeat was 142 mmol/l; initial cl result was 122, repeat was 109 mmol/l sample ID (B)(6) initial na result was 163, repeat was 142 mmol/l; initial cl result was 134, repeat was 108 mmol/l sample ID (B)(6) initial na result was 171, repeat was 140 mmol/l; initial cl result was 128, repeat was 107 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated results for multiple assays on an alinity c, serial number (B)(6). Through an extensive investigation, the fsr found the tubing, peristaltic head (rohs), part number 7-202464-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.